Event description:
It was reported to philips that the system crashed, which can indicate a booting issue. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. Customer reported to philips that the system was crashed. No service action was performed by the philips, since the equipment was not covered under business or service contract. To date, no further information was received. The codes were updated based on the investigation outcome.